Event description:
It was reported that the patient's first implantable neurostimulator (ins) 'went down,' the lead broke, and the ins was replaced on (B)(6) 2012. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: neu_unknown_lead, lot #: unknown, explanted: (B)(6) 2012, product type: lead.